Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurate compared to a laboratory device. The reporter was unable to give the results of either device. The tests were performed within 10 minutes of each other. This complaint is being reported because the results may not have met lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.